Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that noise episodes and high pacing lead impedance were observed. The lead was explanted and replaced. The patient was fine after the event.